Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the sjm representative was unable to receive additional information regarding the cause of death.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient passed away unexpectedly on (B)(6) 2016. The patient's husband stated that the patient was unresponsive the morning of (B)(6) 2016, and was taken to the hospital where it was determined the patient's organs were not functioning and the patient was placed in a medically induced coma. The patient's husband said that the patient had a prior heart condition, and alleged the patient may have had an ongoing infection prior to the scs implant. No additional information is available at this time.